Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.

Event description:
A customer reported that thier freestyle meter was showing an error 4 message on the insertion of the test strip. The customer also observed the battery icon displayed on the screen. It is not known if the calibration code or date/time settings changed. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.